Manufacturer narrative:
The needles in the convenience trays have been supplied in bulk, non-sterile by the needle manufacturer. The complaint was forwarded to the manufacturer for investigation. Currently the data is poor and the device has not been returned for analysis.

Event description:
On (B)(6) 2019 doctor placed the epilong tuohy 18gx103 needle in patient and pulled on the hub of the stylet to remove it. The hub came off the end of the stylet, which remained in the needle. Customer did not save the product.